Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked. The following information was provided by the initial reporter: the needles leak at the injection port.

Manufacturer narrative:
H.6. Investigation: eleven representative samples were received by our quality team for evaluation. The eleven representative samples were subjected to visual inspection, valve injection test and catheter adapter leak test. All the samples passed the inspection criteria and no leakage was observed; therefore, the incident could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation results, the samples passed the inspection criteria and no leakage was observed.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked. The following information was provided by the initial reporter: the needles leak at the injection port.